Event description:
Md unintentionally bolused pt to receive 275 mcg at implant. Later pt was found on the floor and diagnosed with overdose. To date (9/27/2001) pt is fine. No product returned. A follow up report will be sent when additional info is received.